Event description:
The customer reported a "haze" that filled the entire room and the adjacent hallway. The haze was accompanied by a "wet and musty odor". The customer immediately discontinued use and turned that unit off. The customer stated that there were no human reactions. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found a strong odor coming from the unit but did note any oil mist. The fse replaced the vacuum pump, filter housing, oil return valve, catalytic filter, and tubing. He ran a test cycle and the unit met specifications. This issue has been addressed with a customer letter related to correction and removal.